Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when attempting to fire on the small bowel, the device would not fire. A new handle, reload and loading unit was used to complete the case. There was no patient injury.